Manufacturer narrative:
The device was returned to zoll medical corporation for investigation and the customer's report was captured in visual data provided by the customer. The device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the report. The lcd assembly was replaced a precaution. The device successfully passed the final test procedure, was recertified, and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's screen turned completely white, black and was illegible. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.